Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The part and lot number of the product is unknown; therefore the manufacturing records, complaint history could not be reviewed. The reported device is used for treatment. It could not be confirmed if the device was used in an approved and compatible combination. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to patient infection.

Manufacturer narrative:
Information was received via published literature. (B)(4). Please reference literature at the following location: http://link.springer.com/article/10.1007%2fs11999-014-3852-y/fulltext.html. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent an irrigation and debridement with hardware removal due to infection.